Event description:
The patient stated this morning after applying the v-go 30 device, he took a shower and the v-go device came off causing him pain at the injection site. Patient stated that he shaved the application site and also used an alcohol swab to prepare the area and then applied the v-go device. Patient stated that he applied the v-go device on the chest area. The patient stated that he tried using adhesive bandages to try to keep the v-go device on.